Event description:
A customer reported encountering a cgm error, specifically error 42, related to their sensor. There was no adverse impact to the customer¿s blood glucose level reported. The customer contacted technical support, who guided them through a pump reset process, resolving the issue. The customer successfully began a new sensor session without further errors.